Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Int'l affiliate reported leakage from a silicone tubing after 20 days of use. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.